Event description:
On (B)(6) 2020, the patient had an issue with the infusion set as the infusion set was kinked due to scar tissue which led to high bg. The site was inserted on abdomen and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.